Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number:2938836-2019-04561,2938836-2019-04569. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
A partial lead with the connector pin measuring 9.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.